Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that only the dissector balloon was received. A functional evaluation found that the balloon inflated properly with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal preperitoneal, the part for removing the balloon dissector with long obturator attached was broken. The broken part was outside the body, so it was discarded after being checked. The procedure was completed with another device. There was no patient injury.